Event description:
It was reported via repair work order that the strain relief has exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the strain relief has exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the power cord was damaged with no exposed bare wires.